Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pairing of device to transmitter, the device exhibited no telemetry, a second transmitter was used with the same results. The device remained implanted and a replacement transmitter would be sent out. No patient symptoms were reported.